Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood recipient set had black particles inside the set. This was noted during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified that a particle was present in the closed pouch. Further visual inspection noted that the particulate matter was a clothing fiber. The reported condition was verified. The cause of the condition is inadequate gowning process in the clean room. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.